Event description:
A tech reported, a pt experiencing ghosting images, poor near vision, glare, halos, light sensitivity and difficulty driving following bilateral intraocular lens (iol) implant surgery. The tech reported the pt's symptoms have improved since an iol exchange for a monofocal iol in the fellow eye. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/10/2010 and 02/11/2010 by phone, fax, and mail. A completed questionnaire was received on 02/22/2010. (B) (4)